Event description:
It was reported that a dissection occurred. A 2.75 x 38 mm promus elite was first deployed in the left circumflex. The 90% stenosed target lesion, located in the severely tortuous and moderately calcified left anterior descending artery (lad), was predilated with a 2.50 x 12 mm semi-compliant balloon. A 3.00 x 38 mm promus elite was then deployed in the left anterior descending artery at 11 atm and post dilated with a 2.50 x 12 mm non-compliant balloon. A proximal edge, flow-limiting dissection was then noted. To cover the dissection a 3.00 x 16 mm promus elite was deployed proximally and overlapping. The procedure was completed successfully and the patient was stable and fully recovered.